Event description:
The coil was in the aneuysm when it detached. The physician used balloon assist in his attempt at placing the first coil. As the balloon was deflated the coil protruded into the parent vessel. He was not pleased therefore wanted to retract the coil. As he started to withdraw the delivery tube he realized the coil was already detached. He then used a snare and was able to retrieve the coil without any adverse event. There was no mc or coil repostioning. This was the first coil.